Manufacturer narrative:
Product analysis: the device was returned for analysis. A kink was evident on the hypo-tube. The stent was positioned on the balloon between the marker bands as per position specification, but due to proximal stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the proximal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a mandrel. No other damage evident to the remainder of the device. Correction: the 6f sheath used was a non-medtronic device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: an emergency percutaneous coronary intervention (pci) was carried out via the right radialis. The 6f sheath used was a non device. The 3.5 6f guide catheter used was a launcher device. The devices were insterted into the distal posterolateral (pl) branch to the posterior descending artery (pda). There were no issues with the 6f launcher guide catheter device used during the procedure. Poba had been performed with a large non medtronic balloon. When evaluated, 1-2 stent struts were found to be damaged in the proximal stent. The lesion was predilated with a non medtronic nc balloon. Image analysis: one photo was received from the account. The image is of an open shelf carton. The label information matches what was reported on file. The device is not present in the image. The malfunction cannot be confirmed from the image provided by the account. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient present to hospital with st segment elevation (stemi) inferior-posterior and prolonged pain, an emergency percutaneous c oronary intervention (pci) was carried out. An attempt was made to use one resolute integrity drug eluting stent (des) to treat a lesion with sub total occlusion in the distal right coronary artery (rca), classified as severe. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not noted when advancing the device. Excessive force was not used during delivery of the device. It was reported that stent deformation occurred in vivo during advancement. It was detailed that a right radial approach was used with a 6f sheath. A 3.5 6f guide catheter and two non-medtronic guidewires were inserted into the posterolateral (pl) branch to the posterior descending artery (pda) using the parallel wire technique. The lesion was predilated with a 2.0x15mm non-medtronic balloon and a 2.5x15 mm nc non-medtronic balloon at 20atm. The resolute integrity stent entered the proximal rca however, the stent failed to pass through the mid segment even though poba had been performed with a large balloon, double wire and a non-medtronic guide extension catheter for assistance. When evaluated, the stent struts were found to be damaged. The lesion was predilated with a nc balloon. The resolute integrity was replaced with a 4.0x12mm non-medtronic stent in the distal rca and another 3.5x12mm non-medtronic stent was also implanted. The procedure was described as smooth and worked well. The patient is alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.